Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a power on reset (por) condition and the patient was seeing the call your doctor icon. It was noted that the patient would see the por condition on their recharger and then it would go away for awhile and then come back again. The patient was instructed on clearing the informational por and that resolved the issue. It was also noted that the equipment appeared to be working as designed. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information stated the patient received assistance from their manufacturer representative and their concerns were resolved over the phone.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).